Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt has had pain in his left side for several months. He scheduled an appointment with his surgeon for (B)(6) 2012, and was informed of the recall at that time. The pt complains of pain on the left side when lying down, walking and rising from a seated position. He also complains of painful cramping in his left thigh that occurs 3-4 times each night. The cramping causes him to get out of bed multiple times. Preventing him from getting a restful night's sleep. The surgeon performed a physical exam. No additional testing was performed or is prescribed at this time.